Manufacturer narrative:
(B)(4). To date the lens remains implanted. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The dimensional inspection performed at lens generation was reviewed. The optical measurement performed at final inspection was reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. Iol dislocation is listed as potential adverse events during or following cataract surgery. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a post-operation examination, an intraocular lens implanted into a (B)(6) male patient, had rotated or possibly had a targeted axis that was different than previously noticed during pre-operation. The patient had a previous radial keratotomy. No further information was provided.

Manufacturer narrative:
Additional information was received. The lens was rotated less than 5 degrees in a secondary procedure on (B)(6) 2015. The patient is reported to be doing well. No further complications. The date of onset of the rotation of the lens was not provided. (B)(4). Lens was rotated less than 5 degrees in a secondary procedure. All pertinent information available to abbott medical optics has been submitted.